Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was an error message in insulin pump but did not remember what the error was. Customer's blood glucose level was unknown. It was reported also stated that the insulin pump was completely shut off however customer insert new battery and her pump was currently working. The device will not be returned for analysis.